Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >13,000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 2000 mg every other day for 21 days and ip ceftazidime 1500 mg daily for 21 days. By (B)(6) 2021, the peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient¿s abdominal pain subsided, and the patient was discharged home in stable condition on (B)(6) 2021. The pdrn stated there was no defect or malfunction of a fresenius device(s), drug(s) and/or product(s) to report. The patient is recovering from the events and continues to utilize the same liberty select cycler as before. Causality was attributed to the patient not wearing the proper personal protective equipment (ppe) while on vacation. The patient admitted disconnecting and reconnecting after utilizing the rest room without wearing gloves or a mask. A follow-up peritoneal effluent fluid cell count revealed the wbcs were down to 223 u/l on (B)(6) 2021.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event when the patient disconnected and reconnected to use the restroom without wearing the proper ppe. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >13,000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 2000 mg every other day for 21 days and ip ceftazidime 1500 mg daily for 21 days. By (B)(6) 2021, the peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient¿s abdominal pain subsided, and the patient was discharged home in stable condition on 18/sep/2021. The pdrn stated there was no defect or malfunction of a fresenius device(s), drug(s) and/or product(s) to report. The patient is recovering from the events and continues to utilize the same liberty select cycler as before. Causality was attributed to the patient not wearing the proper personal protective equipment (ppe) while on vacation. The patient admitted disconnecting and reconnecting after utilizing the rest room without wearing gloves or a mask. A follow-up peritoneal effluent fluid cell count revealed the wbcs were down to 223 u/l on (B)(6) 2021.